Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported the patient was admitted to the community hospital. The patient called another rep as the rep was not available when the patient originally called. To the other rep, the patient stated he was feeling chest pains and the rep told the patient to call an ambulance. The rep was on his way to meet with the patient in the emergency room (ER) to check out his device because he got a call from the ER stating that the patient reported feeling a jolting sensation. It was unknown if the patient had any recent medical test, electromagnetic environmental exposure, trauma, or fall. It was also unknown if the implant was on or if the patient continued to feel the sensation when the implantable neurostimulator (ins) was off. Relevant medical history included post lumbar laminectomy syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was also reported impedance measurements were not taken yet.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) reported the patient had a panic attack. He had the device turned off for a while and when the device was turned back on, the patient stated he did not remember how the stimulation felt and mistook it as a shocking sensation. The rep checked the device soon after the complaint. The device and therapy was working just fine and the patient felt therapeutic relief at the spots they wanted.